Manufacturer narrative:
Clarification to d6a implant date: partial date 2004. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed via MRI. The device was explanted and replaced with another manufacturer´s device.